Manufacturer narrative:
The condition of failure code 808:07 was confirmed through the event history; however, an assignable cause could not be determined. The pump head module was replaced as a precaution. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a failure code 808:07, which interrupted delivery. There was no report of patient injury, medical intervention. No additional information is available. This device utilizes user interface module master software version 6.13.92 categorized as remediated.